Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor alert occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause was determined to be potential patient misuse. The reported event of replace sensor alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.